Event description:
Dislodgement of the clip. Found 18 days after placement. The retention dome was confirmed endoscopically to be in the stomach and was removed afterwards.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.